Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer will reach out to their healthcare provider for backup insulin.